Manufacturer narrative:
Facility name: (B)(6) hosp-atrium health. The device was returned to olympus for evaluation and the customer¿s allegations was confirmed due to a bad cable. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to a component failure, which is expected or random component failure without any design or manufacturing issue. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had ¿no image¿. The issue occurred during reprocessing. There was no patient involvement.